Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports a "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product". Later it was reported that upon removal of the device "one of the implants had split open". Device was explanted. This record relates to the left side.